Manufacturer narrative:
Upon investigation of the actual device used in this incident, the device's log showed that the user account had been locked. A technical support specialist advised the customer to contact their hospital information technology department or pyxis admin to unlock their account. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, it prevented the nurse from logging in. The customer stated that there was a delay in dispensing the medication to the patient. The customer stated that if medication was needed for the patient, she would ask another nurse to log in and obtain the required medication. There were no adverse events or injuries reported based on this incident.